Event description:
Ous study. The atrial dipole of rv lead slipped into the right ventricle which led to a sensing problem two days after discharge and the patient suffered from palpitations. The patient was hospitalized and the rv lead was repositioned. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.